Event description:
Manufacture defect of bivona 3.0 cuffless pediatric tracheotomy tube. A size 8 fr suction catheter should pass through easily allowing the patient to be suctioned and keep the airway open, the product does not allow this and in turn almost caused my son to die. Only a size 6 fr can properly pass through which does no provide adequate suction to remove mucus or allow adequate inhalation. Due to defect not allowing proper suction my son's airway -which was already compromised due to the at the time unknown defect- was blocked and he became gray and unresponsive. Artificial respirations were performed and trach was exchanged for a new one, from its package. Again, proper suction was unable to be achieved or airway established and further resuscitation attempts had to be performed. A third tracheotomy tube was inserted and a proper airway was finally established allowing oxygen to be administered, bagging and transport to the ER.